Event description:
It was reported that the implant was removed due to becoming fractured at the site. Inflammation was a reported consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: additional 510(k) number is k101880.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant fractured at the collar. No pre-existing conditions were noted on the product experience report (per). The patient was noted to have moderate density (type ii) bone. The reported implant was located on tooth # 14 and was used for approximately 8 years and 8 months. The customer did not provide any pictures, but provided x-rays. A fractured implant was identified at site # 14 where reported. Complainant reported that the implant was removed due to becoming fractured at the site. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The following sections have been corrected: g4 PMA/510(k) number was omitted from the submission when the catalog number was updated: g4: additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: catalog updated. D4: lot number updated to unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.